Manufacturer narrative:
H.6. Investigation: no samples were returned as of 16 october 2020 therefore the investigation was performed based on the photos provided. One (1) photo of a 0.3ml syringe was provided. Consumer reported that the needle stays in the orange cover; also stated the shield was difficult to remove. The photo was reviewed, and it was observed that the needle hub/shield assembly was separated from the barrel; no damage to the barrel tip was observed. A review of the device history record was completed for batch # 0006864 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle hub separated. This was discovered before use. The following information was provided by the initial reporter: material no:328438. Batch no: 0006864. It was reported that the needle stays in the orange cover. Also, the shield was difficult to remove. Verbatim: from phone call on 2020-09-01 17:43:22: consumer stated, he discarded syringe. Stated, shield was difficult to remove. Stated, first time having issue with product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle hub separated. This was discovered before use. The following information was provided by the initial reporter: material no:328438 batch no: 0006864. It was reported that the needle stays in the orange cover. Also, the shield was difficult to remove. Verbatim: from phone call on 2020-09-01 17:43:22: consumer stated, he discarded syringe. Stated, shield was difficult to remove. Stated, first time having issue with product.